Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-03367. It was reported the sjm representative met with the patient and was unable to establish effective stimulation with the recently implanted leads. Fluoroscopy indicated the leads had migrated. The lead migration is assumed to have occurred between (B)(6) 2016. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-03367. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to explant the entire pns system and decided to take a break from the stimulation.